Event description:
It was intended to use a complete se stent to treat a severely calcified lesion in the sfa. The lesion was moderately tortuous and exhibited 90% stenosis. No abnormality was noted with the device packaging. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once at 1 atm for one minute. 30% stenosis remained after the pre-dilation. It is reported that mild resistance with the guidewire was noted and that the device could not be deployed at the lesion. The device was removed from the patient. The physician had to use a new device, of same size, to complete the procedure. No patient injury is reported. Evaluation summary: delivery system and stent returned. There was no damage evident to the delivery system. A number of the stent segments were deformed at one end of the stent.

Manufacturer narrative:
Evaluation : results: defect occurred during use of the device in vivo, stent deformed in vivo during deployment. Evaluation: conclusions: defect occurred during use of the device in vivo. (B)(4).